Event description:
Additional information received noted that this report of event was incorrectly recorded per patient. There was (no) system explant on (B)(6) 2012. Patient states he called to record demographic change. Left dbs system explanted (B)(6) 2011.

Event description:
It was reported that the device (B)(4) was explanted due to infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v668795, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v668795, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was later reported that the patient had the deep brain stimulator implanted in (B)(6) 2011 and they had to pull the leads out because the patient formed an infection before it was turned on. The leads were located on the right side of the brain. It was believed they left the implantable neurostimulator (ins). It was noted that the patient later passed away due to parkinson's symptoms, complications of a stroke and the patient's body just wore out."

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ extension product ID 3389s-40 lot# v668795 serial# implanted: (B)(6) 2011 explanted:; product typ lead. (B)(4).